Manufacturer narrative:
Evaluation summary: evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed slight distal contacts of the drills to the drill holes of a sample nail. The observed contacts are not in such a way that real mis-drilling would occur. The function of the target device returned was still given although a slight distal mis-targeting could be reproduced. The observed deep, significant impacts in the cfr-material and metal nail adapter arm are due to hammering on to the device in the last or former surgeries which is regarded as improper handling and might have contributed to structural internal material deformation within the cfr-material and thus causing mistargeting. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 5 1/2 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damages and recommends removing of such damaged products. The root cause is regarded as misuse do to rough handling of the device. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use.

Event description:
It was reported that patient had a right primary hip. The gamma targeting arm for a short gamma nail distal target device failed. The alignment for targeting the distal locking screw was off. When drilling the drill missed the hole in the nail. The sleeve did not line up appropriately and allowed for the drill when drilling distally to miss the nail. Doctor had to unlock sleeve and try to align the distal locking screw through x-ray. This lead to a five minute delay in surgery.

Event description:
It was reported that patient had a right primary hip. The gamma targeting arm for a short gamma nail distal target device failed. The alignment for targeting the distal locking screw was off. When drilling the drill missed the hole in the nail. The sleeve did not line up appropriately and allowed for the drill when drilling distally to miss the nail. Doctor had to unlock sleeve and try to align the distal locking screw through x-ray. This lead to a five minute delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.